Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, self test, active current measurement and sleep current measurement. Device was monitored. Power connector plug in and locked in place properly. No blank display noted during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.